Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the 15mm common bile duct stone was captured with the device and the physician attempted to crush it. The stone would not crush and an alliance handle was used,however after several attempts the sheath of the device became accordion and the basket would no longer move. The device handle was removed and the pull-wire was connected to an olympus endotripter. Additional attempts to crush the stone using the olympus endotripter failed and the pull-wire broke leaving the basket in the patient. The patient was sent for surgery the following morning to remove the device basket that was stuck on the stone. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. The patient's current condition was reported to be stable.

Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient¿s fixture and abutment fell out shortly after initial surgery. Reimplantation was planned for (B) (6), 2010 but had not been confirmed at the time of this report may 6, 2010.

Manufacturer narrative:
Per patient's surgeon, reimplantation surgery occurred on (B)(6) 2010. The fixture and abutment are not available for analysis.(B)(4).